Event description:
Procedure: laparo resection of the rectum. According to the reporter: the procedure was performed on (B)(6) 2013. The day after surgery, anastomotic leak was found and the pt expired the next day. The cause was septicemia. The surgeon found about two thirds of the staples did not hold the tissue. Excessive bleeding was reported post-operatively, but its amount was unk.

Manufacturer narrative:
(B)(4).